Event description:
The customer reported that while the iabp was in use on a pt during transport, a low battery alarm was generated. The iabp subsequently depleted battery power and shutdown. The iabp was connected to the ambulance inverter power source and therapy was continued. No pt injury was reported.

Manufacturer narrative:
A company representative replaced the batteries (part number: 0146-00-0039), which were slightly swollen. The iabp was tested to factory specification. It functioned normally and was returned to the customer. We have requested that the batteries be returned to the manufacturing facility for evaluation. A supplemental medwatch report will be submitted when new info becomes available. (B)(4).